Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. Our field service engineer has investigated the reported machine on site. The o2 gas module was replaced to resolve the issue, and sent back for technical investigation. The returned gas module has been tested in a machine. It failed the pre-use check with gas supply, o2 cell/sensor and flow transducer tests. During standby it showed that o2 supply pressure is 10 bar instead of 4 bar. During ventilation it alarmed for o2 concentration: low, expiratory minute volume: low and o2 supply pressure: high. The o2 concentration was 52% instead of 60%. The supply pressure sensor has been measured by a multimeter. The voltage of the zero pressure showed a major drift 11,08v. The wheatstone bridge of this sensor has been measured as well, it didn't show any deviation. Our investigation has concluded that the reported problem was due to a defective supply pressure sensor on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped. The cause of the supply pressure sensor failure has not been established.